Event description:
The customer reported the system intermittently would lock up on boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
The ge service representative performed an onsite investigation. The ps1 power supply was evaluated and replaced. The boards were reseated. The system was found to be working as intended and returned to service.